Manufacturer narrative:
(B)(4). The reported problem for peritonitis-no malfunction or use error was not confirmed. The root cause was undetermined. A review of all batch record documents was performed on the potentially associated lot gd891721 with no issues detected.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 for this peritonitis event.

Event description:
During a follow up call on an unrelated issue the patient reported having peritonitis 4 days ago. The patient had notified their registered nurse (rn), and was not sure whether it was related to their therapy. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis nurse regarding the event of peritonitis. The nurse confirmed the date of the diagnosis of the peritonitis as (B)(6) 2012. She reported the patient was not hospitalized. The nurse declined to provide any further details. Follow up information was obtained by (B)(4) on (B)(6) 2012. On (B)(6) 2012, the patient presented to the peritoneal dialysis (pd) clinic with abdominal pain, fever, and cloudy peritoneal dialysis pd effluent. Vancomycin ip (dose and frequency not reported), cipro orally (dose and frequency not reported), and diflucan orally (dose and frequency not reported) were initiated. On an unknown date in (B)(6) 2012 the events of abdominal pain, fever, and cloudy pd effluent resolved. The peritonitis was ongoing and improved. The patient remains on pd therapy. The cause of this peritonitis event was unknown and the patient received retraining for a possible break in aseptic technique.